Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch form uf/ importer report # 3900500000-2022-8002 was received with the following information: "patient was placed in the mayfield head piece with pins and flipped over onto the bumpy jackson or table with the levo cervical equipment. On the initial flip the patient was positioned prone and as the arms were getting tucked at the patient's side, the crna noticed that the head placement had shifted significantly. On assessment the patient had a laceration from the head pin and was flipped over onto the stretcher and the approximately 2 inch laceration was irrigated with normal saline and closed with skin staples. Both the defective mayfield and head pins were tagged and given to management. Patient was placed in a new mayfield headrest with pins and flipped onto the bumpy jackson for prone positioning. No issues noted." Additional information has been requested.

Manufacturer narrative:
Mayfield skull clamp (unknown product ID) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned; however, based on the reported complaint, probable root cause is improper or suboptimal positioning of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a